Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was noted inside the balloon which is evidence of a device leak. A leak test was carried when liquid was observed to be leaking from a balloon pinhole located approximately at the centre of the balloon. The rated burst pressure for this device is 10 atmospheres as per specification. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and non-calcified lateral cutaneous vein. A 6.00mm / 2.0cm / 90cm percutaneous cutting balloon catheter was selected for use. During the procedure, on the first inflation at 4 atmospheres for the duration of the inflation, the balloon ruptured. The device was removed without any problem and no damage was observed. Another of the same device was used to complete the procedure. No complications reported, and patient status was good.